Event description:
It was reported that this right ventricular (rv) lead exhibited suspected loss of capture (loc) on 2 paced qrs complexes. Technical services (ts) reviewed the episodes noting the first qrs complex appeared small and was hard to discern and the second qrs complex noted a defined t wave bump and was less likely loc. Ts recommended bringing this patient in to evaluate thresholds. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.